Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly went into signal loss with all monitored transmitters. All sectors have been affected. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) suddenly went into signal loss with all monitored transmitters. All sectors have been affected.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) suddenly went into signal loss with all monitored transmitters. All sectors were affected. No patient harm was reported. Investigation summary: the risk for patient harm is mitigated in the design of the cns as it is designed to notify clinicians in the event that signal loss occurs with org devices. As signal loss is easily noticeable to clinicians, alternate patient monitoring arrangements can be made in response to signal loss events. During a follow-up with the customer, they indicated that the signal was lost due to someone unplugging the antenna from the network closet. The issue was resolved after plugging the antenna back in. Based on the available information, the most probable cause of the issue is user error. A staff member had accidentally unplugged the antenna.

Event description:
The customer reported that the central nurse's station (cns) suddenly went into signal loss with all monitored transmitters. All sectors were affected.